Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported a left side rupture. The device has been explanted.

Event description:
Explanting physician reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles and broken shell. Weight measurement identified device was underweight. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a broken sharp in the posterior side assessed as unidentified (tear) opening.